Event description:
Lens replacement due to acute corneal decompensation, corneal touch and inflammation. A vitrectomy, lens suturing and a corneal transplant were performed. The physician felt this to be product related. The pt's prognosis is good.